Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "high pressure" and "no disposable" alarms functional testing involved running the pump in user mode and attaching and removing a cassette multiple times. The investigation found that the display was fully functional during all testing. Additionally, the downstream occlusion test passed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a blank alarm screen. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.